Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system alarm and drive support cap was sticking out. The customer's blood glucose level was unknown. The customer reported that the insulin was squirting out during the manual prime process. The insulin pump will be returned for analysis.